Manufacturer narrative:
Citation: kelchtermans et al. Infective endocarditis in children: retrospective observations between 2000 and 2015. Cardiology in the young: volume 26, supplement 1, pages s1¿s181. 50th annual meeting of the association for european paediatric and congenital cardiology (aepc). Rome, italy. June 1-4, 2016. Doi:10.1017/s1047951116000500. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding infective endocarditis in patients younger than 16 years old. All data were collected from a retrospective review between january 1, 2000 and september 1, 2015. The study population included 45 patients (de mographic information not provided), an unspecified number of which were implanted with a medtronic melody bioprosthetic valve (unique device identifier numbers not provided). Among all patients seven deaths occurred due to hospital acquired infective endocarditis. Multiple manufacturer¿s valves and homografts were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: 16 patients that required cardiac surgery, and 12 patients with endocarditis of a prosthetic graft (homograft, melody valve or other). The time from implant to the diagnosis of infective endocarditis was not provided. Causative organisms were identified as: viridans streptococci in 11, coagulase negative staphylococci in 9, and staphylococcus aureus in 8. There were a total of 24 cases deemed community acquired infective endocarditis. Fourteen patients presented with hospital acquired infective endocarditis during the first year of life. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.